Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a zelante dvt thrombectomy system. The pump, hypotube, shaft, and tip were microscopically and tactile inspected. Inspection revealed that the male luer connector was cracked. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the cracked nut. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® zelantedvt¿ was selected for a thrombectomy procedure in the right popliteal to superficial femoral vein. This first catheter was unable to prime due to a check saline supply error message. A crack was observed in the tubing-pump connection. A second of the same catheter was successfully primed. However, after 38 seconds of aspiration inside the patient the check saline supply error message displayed. The procedure was completed with another of the same device. There were no patient complications and the patient condition was noted as normal.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® zelantedvt¿ was selected for a thrombectomy procedure in the right popliteal to superficial femoral vein. This first catheter was unable to prime due to a check saline supply error message. A crack was observed in the tubing-pump connection. A second of the same catheter was successfully primed. However, after 38 seconds of aspiration inside the patient the check saline supply error message displayed. The procedure was completed with another of the same device. There were no patient complications and the patient condition was noted as normal.